Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip opened up 40 degrees while performing lock test. The clip was unable to open beyond 40 degree. However, the procedure continued with clip closure followed by deployment. The clip opened up 40 degrees again. Additional clip was deployed to stabilize the opened clip. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.